Manufacturer narrative:
UDI not available as the product information was not provided.

Event description:
Voluntary medwatch received states that the right ventricle (rv) lead exhibited low out of range pacing impedance measurement. No intervention or procedure was performed. No adverse patient effects were reported.